Manufacturer narrative:
Failure analysis confirmed the insulin pump had passed displacement test, operating currents, self-test and off no power test. No battery out limit alarm. However the insulin pump was did have intermittent button response due to corroded keypad traces. No moisture damage found inside the pump. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, battery out limit alarm and moisture damage. The customer stated the numbers on their keypad were not ramping, but the scroll bar was moving on its own. Customer's blood glucose was 290 mg/dl. The customer stated the insulin pump was exposed to water. She stated the buttons were unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.